Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. A visual inspection of the device header and case noted no anomalies. Review of device memory confirmed the device recorded a low shock impedance measurements while implanted. Testing verified a low shock impedance measurement, however brady pacing was available as programmed. Further inspection found a damaged transistor which could have been caused by electrically shorted shocking leads.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements less than 20 ohms. A 41 joule shock was delivered and a message was displayed indicating a shorted condition. The device, along with the defibrillation lead, was replaced. No adverse patient effects were reported.